Event description:
The hcp reported that the patient arrived at the office with withdrawal symptoms. The patient was experiencing shaking and felt like his skin was crawling. The pump was refilled since it appeared that the medication had run out. No device troubleshooting was performed. The patient was receiving was performed. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 485 mcg. The patient was last seen in 2006, and stated that he was feeling better.